Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint device form the hospital. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via an fisher & paykel healthcare field representative that one mr290v humidification chamber was found to be leaking. No patient consequence was reported.

Manufacturer narrative:
(B)(4) method: one mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected. Results: visual inspection of the returned chamber revealed a crack around the base of the chamber dome, below the baffle. The printing on the device was also observed to be smeared. A lot check revealed no other complaints of this nature for lot 150623. Conclusion: the nature of the cracking and smeared printing suggest that the damage was caused by the chamber coming into contact with a solution containing ethanol/alcohol, which has resulted in environmental stress cracking of the chamber dome. Every mr290 chamber is pressure tested to 200 cmh2o following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Maximum operating pressure: 8 kpa."

Event description:
A hospital in (B)(6) reported via an fisher & paykel healthcare field representative that one mr290v humidification chamber was found to be leaking. No patient consequence was reported.